Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received insulin flow blocked alarm as well as had a blank display. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with the pump. The customer states that the pump was not working and it said wouldn¿t flow and he fixed that issue as well as said change battery, as the battery went dead, he changed the battery and the pump won¿t come on at all. The pump powered on and gave a power loss alarm. The customer was able to rewind the pump and complete the rewind. The customer declined troubleshoot for high blood glucose and insulin flow blocked alarm. The insulin pump will not be returned for analysis.